Manufacturer narrative:
To date, the device involved in the reported incident has not een received fro evaluation. An investigation has been initiated based upon the reported info.

Event description:
A 1104 bt intracranial pressure/temperature monitoring k; the surgeon wanted to introduce a catheter. The surgeon did a hole, screwed the bolt, and pushed the catheter and tightened it. "Unfortunately in the intensive care, the catheter moved and it was impossible to tighten it".